Event description:
It was reported that the patient was admitted to the hospital with diabetic ketoacidosis on (B)(6) 2026. The patient will reportedly be discharged from the hospital on multiple daily injections of insulin rather than pod therapy. The patient's blood glucose levels, treatment, and length of hospital stay was not provided. Additional attempts are being made to request further details. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.